Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the lead was implanted too deep and will require a revision or retraction. This was discovered on a post op catscan. No environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting involved the post op catscan. The issue is not yet resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the revision occurred on (B)(6) 2018. The cause of why the lead was implanted to deep was not determined. Resolution is unknown. This is confirmed by the physician.